Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. No moisture damage on electronics. The device had minor scratched display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was estimated to be 170 mg/dl. The customer stated that he was playing basketball when the insulin pump started beeping in his pocket. He stated that he thought that sweat may have gotten on the insulin pump, and the buttons may have been held down. Advised replacement of the insulin pump. Nothing further reported.